Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed five years remaining in ddi mode and patient had no atrial fibrillation (af). Engineering analysis indicated that this device was operating at a higher than expected power consumption. The cause was unknown. It was suggested that device should be replaced and should be returned back to the laboratory for analysis. Additional information obtained from the field representative indicates that to date, this device still remains in service as per physician's decision and was closely monitored. No adverse patient effects were reported.